Event description:
A balloon burst during dilation of the popliteal artery in a percutaneous transluminal angioplasty procedure. The vessel was calcified. Hand inflation pressure was unk. There were no adverse effects to the pt. This product has been returned for eval and testing, however the engineer's report is not yet complete.